Event description:
It was reported that after opening, connecting and zeroing the pressure guidewire, the wire was passed through the introducer needle and a procedure needle was used to shape the tip of the wire. No abnormality was observed during this shaping. The wire was passed through the guide catheter (MFR unk) and beyond the targeted lesion, then normalized w/o resistance. An intracoronary adenosine infusion was started and the pd pressure measured above 1.0 during hyperemic phase. The adenosine was stopped, baseline pressures were achieved, the wire was pulled back to the guide catheter, flushed extensively and normalized. Upon advancing the wire beyond the lesion and resuming the adenosine infusion, the pd pressure reflected a pressure much greater than 1.0. The same troubleshooting steps were followed a total of three times with the same wire, so a second wire was opened and "worked as expected w/o any change in the pd pressure." There was no report of pt injury. When the pressure guidewire was returned to the MFR examination results revealed a corroded distal tip dome.

Manufacturer narrative:
(B)(4). The device was rec'd in damaged condition with kink in multiple locations. The distal tip soldered dome was corroded and it was covered with whitish/yellowish debris. This type of debris could be a residual effect of dried bodily fluids and/or contrast remaining on the wire since this device was not dry when collected by the MFR's rep. The pressure sensor was intact; however, some yellowish debris was noticed in the sensor area. The corroded distal tip soldered dome became missing after the MFR's decontamination process. The signal test was performed and the device was successfully zeroed, however the pressure signal changed continuously in the drift chamber. The observed kinks in the wire may have caused the unstable/drifting signal. The corroded distal tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The tip dome ID present to enhance smooth tracking and reduced resistance during the advancing of the wire. A corroded tip dome could contribute to decrease wire handling performance. There was no report of wire handling difficulties. The initial report from the customer did not include any report of a damaged distal tip dome. From the time the wire was removed from the pt and returned to the MFR, it is unk as to how the exposure to extrinsic factors (elapsed time, body fluids, returned packaging technique) could have affected the overall condition of the wire. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. The observed corrosion on the distal tip dome is being investigated by the MFR. If add'l info becomes available at a later date, an updated report will be submitted.